Event description:
It was reported that during the implant procedure of a right ventricular leadless pacemaker (rvlp) after fixating once, the threshold would not decrease. During repositioning, the (rvlp) helix was stretched. The rvlp was not used. The patient condition was stable following the procedure.